Manufacturer narrative:
Clinical conclusion hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient was admitted from clinic on (B)(6) 2016 after noticing that his kidney function had more than doubled (creatinine 3.0). The patient received intravenous fluid resuscitation (total of 2literes). Of note, in clinic the previous week, the patient had reported numerous suction events. At that time his diuretics were decreased and his suction alarm was turned off. The patient was asymptomatic during both clinic visits. The team held his diuretics and ace. Prior to intravenous fluids, a transthoracic echocardiogram showed an estimated right atrial pressure of 3mmhg. On (B)(6) 2016, a repeat right heart catheterization was performed which showed an improvement in right atrial pressures to 14, pa 52/20 (on revatio 40mg tid), and pcwp 12. With intravenous fluid resuscitation, suction alarms resolved and flow waveform pulsatility improved back to baseline. The patient was discharged home on (B)(6) 2016. He was continued off of his diuretics and ace and will be in clinic this week for follow-up.